Manufacturer narrative:
The device, a photograph and a video of the sample were received for evaluation. Visual inspection of the photo shows the blood header port disconnected from the filter. Visual inspection of the actual set shows the screwed connector and blood header port is broken. The reported condition was verified. The most probable cause of the condition is due to shock that occurred during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that an external fluid leak was observed on an oxiris set during priming prior to patient use. There was no patient involvement. No additional information is available.